Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls, consistent with a failure to infuse, and the user experienced persistent hyperglycemia over 400 mg/dl; the user performed multiple restarts, executed a successful supply change with a new cd infusion set and tubing, and then elected to switch to manual injections. Symptoms included hyperglycemia with flushing. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified and a device component issue localized to the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.